Manufacturer narrative:
The covidien customer support engineer (cse) replaced the graphical user interface (gui) touchframe. The unit passed the performance verification test (pvt) per the manufacturer's specifications at the time of service. Covidien reference: (B)(4).

Event description:
A report was rec'd from the USA with info stating that an 840 ventilator had a communications issue and that the touchframe was intermittent. There was no report of patient involvement. The date of the event was not reported.